Event description:
Multiple visual inspection failures were identified during in-house inspection of released finished good coil system products. The visual inspection revealed that released products contained discoloration along the delivery pusher component.

Manufacturer narrative:
Balt USA internal reference: (B)(4). Multiple visual inspection failures were identified during in-house inspection of released finished good coil system products. The visual inspection revealed that released products contained discoloration along the delivery pusher component. Based on the material analysis results received, it can be confirmed that the discoloration identified along the delivery pusher is in fact the material of the hypotube component that has been corroded. The material which caused the corrosion was identified as remnants of solder flux residue remaining on the hypotube component of the delivery pusher following the manufacturing process. The manufacturing process was reviewed, for which it was identified that during mp-0138 and mp-0139, there is a potential for the unintended transfer of solder flux. When the solder flux is applied, if remnants of the solder flux remains on the operator's gloves, it can get transferred to the delivery pusher as the parts are handled during cleaning. The cause for the discoloration found outside of the pet area was due to operator's handling of the pusher with gloves that contain the residual flux material. Finished goods made from population b, identified from october 2020 to march 8, 2021, was part of balt USA's initial phase for in-sourcing of the delivery pusher subassembly. Due to the lack of precautionary handling instructions to prevent crosscontamination during the soldering, the potential for generating discoloration defects was higher. Balt USA's inspection findings confirmed this population b had the most discoloration defect outside of the pet. The statistics from this population also confirmed that the confidence/reliability level was not achieved from a risk assessment standpoint. Based on the gathered information for this issue of discoloration identified along the hypotube outside of the pet jacket, this issue has been assessed and requires a product recall. Further investigation, root cause, and corrective actions are to be performed under CAPA-p-1065.